Event description:
Patient reported "swelling months after surgery, fever, sensitive, red, ¿sloshing¿ sound when moving arm, hot to touch when swollen, aching. Taking paracetamol, feels very ill and sick, burning up and very upset" . Patient later reported capsular contracture baker grade iii. Device remains implanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe since it is not related to the device. Inflammation/irritation: unable to observe since it is not related to the device. Anxiety - product/procedure: unable to observe since it is not related to the device. Noise: unable to observe since it is not related to the device. As per the investigation procedure deformation particles was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported "swelling months after surgery, fever, sensitive, red, ¿sloshing¿ sound when moving arm, hot to touch when swollen, aching. Taking paracetamol, feels very ill and sick, burning up and very upset" . Patient later reported capsular contracture baker grade iii. Device has been explanted. This relates to the right side.